Event description:
Literature review of "the effect of biocell texturing and povidone iodine irrigation on capsular contracture around saline-inflatable breast implants" plastic and reconstructive surgery, (B)(6) 1995. This report was generated to address the 7 events of baker grades iii-IV capsular contracture related to allergan style 168 devices saline filled breast implants.

Manufacturer narrative:
(B)(4). Device labeling addresses the possible outcome of capsular contracture as follows: "additional surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant capsule tissue to removal and possibly replacement of the implant itself. Capsular contracture may happen again after these additional surgeries. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion."